Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the sz 1 replacement broach arrived today. It is a totally different design, so all of the broaches need to be changed out. Replacement endurance numbers are given. The cdh is not listed and is likely obsolete. Neck segments are too loose on the new broaches, so they need to be replaced as well. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of worn consistent with normal use, however nothing indicative of a device nonconformance was observed. A functional test was unable to performed due to the mating device was not returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. Through follow up it is now understood there is no allegation associated against a product malfunction. Additionally, the physical review did not found any non conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9, g4. Corrected: d4 (lot, primary UDI number), h3.

Manufacturer narrative:
This product was reported in error. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sz 1 replacement broaches arrived and were a different design. Neck segments were too loose on the new broaches. Unknown surgical delay.